Event description:
The customer called to report an alarm followed by a blank display. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump wa received was received with a frozen screen and constant tone due to a faulty mother board. Unable to confirm the alarm due to the frozen screen.